Event description:
It was reported the surgeon implanted a 27 mm sjm mechanical heart valve. One of the leaflets was not fully mobile and when the surgeon attempted to rotate the valve he used excessive force which resulted in one of the leaflets becoming dislodged. He then used excessive force again which resulted in the other leaflet becoming dislodged. The decision was made to leave the orifice and sewing cuff in situ due to the pt being on bypass for an extended period of time, and a mitroflow tissue valve was implanted within the sjm valve orifice. The surgeon admitted the leaflet dislodgement was due to using excessive force and he had no concerns about valve performance. Additional info has been requested.